Event description:
Cover on adhesive defective; equaline [(B)(4)] sheer strips xl adhesive bandages. Covers on gauze part do not strip away. Crumbles into pieces which adhere to the adhesive parts. Not suitable for the intended use as a class 1 medical device. Upc 0 41163 24468 9 equaline, bought from osco in (B)(6) in 2021. (B)(6) is a child of parent (B)(4). Box of 10 "sheer strips" states, "we are committed to your satisfaction and guarantee the quality of this product. Contact us at (B)(4), or www.albertsons.com. Violation of section 502 fd&c act section 502 misbranding. Distributed by (B)(4). FDA safety report ID #:(B)(4)